Event description:
A non health care professional (team leader) reported that during the intraocular lens (iol), implant procedure lens found be a damaged. There are twelve medical device reports associated with this report. This is 7 of 12. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).